Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to b5, b7, g4, h2, h6 and h10. UDI (B)(4). Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the exact cause of the stenosis could not be confirmed. However, it may be related to patient factors (i.e. Hyperparathyroidsm) and the progression of pre-existing disease processes (severe aortic stenosis). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), five years post placement of a 23mm sapien xt valve in the aortic position, the valve was found to be stenotic and calcified. It was replaced successfully with a 23mm s3 ultra. Patient underwent transesophageal echocardiogram and cardiac catheterization, both of which confirmed severe bioprosthetic aortic valve stenosis. She underwent tavr on (B)(6)2020·, and a 23 mm edwards sapien iii bioprosthesis was implanted. She tolerated the procedure well. Immediate post-procedure echocardiogram revealed no obvious para-prosthetic and no central regurgitation.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), four years and nine months years post placement of a 23mm sapien xt valve in the aortic position, the valve was found to be stenotic and calcified. It was replaced successfully with a 23mm s3 ultra.